Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported - " image of ruptured explanted implant." The device has been explanted.

Event description:
Physician reported, right implant rupture. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, an opening. The device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling

Event description:
Physician reported right implant rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as inconclusive. Additional observations: crease fold observed on the device. Wear abrasion observed on the device.